Event description:
Us complainant reported the patient was on impella cp support and the patient had cold extremity and no pulses were dopplerable. There were limited flows in the vessels. A distal perfusion catheter was inserted which was successful. Additionally, the patient had ventricular tachycardia (vt) during the impella insertion. The patient was shocked at 200j and went back to normal sinus rhythm. The patient had arrhythmia prior to the impella support, however it is unknown if the impella implant contributed to the vt. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and as the necessary information was not provided, the root cause of the vt/vf and limb ischemia was not determined."